Manufacturer narrative:
The investigation showed that there was a minor damage on the inner knife, that may have caused the leakage. Production is informed to pay attention when assembling the cutter. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4).). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. The complaint is not confirmed. This complaint has now been closed.

Event description:
Customer is using a ust. The unit is running in the 2x mode with a stellaris pc ( 3500 ccp ). They use tdc vitrectomies and the complaint is that air bubbles come out the cutter hole in to the eye. There is no information suggesting patient harm.